Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): a system message displayed (device displays error message); system shut down (loss of power). The nurse reported a system message displayed and then the system shut down. The system was rebooted and the case was completed. There was a minimal delay while rebooting the system. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system message reported was found in the event log. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).